Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a ravel coarse error. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed by reviewing event history log. During testing the check syringe plunger sensor error appeared. The probable cause is due to the worn-out clutch. The plunger tube, cable, carriage and potentiometer were replaced.